Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its original packaging. The customer also returned two loose clips. One of the loose clips was broken in half. The clip cartridge and the loose clips were visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were two clips remaining in the cartridge and one half clip that had been broken at the hinge. The broken clip was stuck at the bottom of the cartridge and appeared to match the broken loose clip. The returned sample appears used as there is biological material present on the cartridge. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The loose clip had to be manually loaded into the jaws of the applier, but was able to properly load and close. The two clips that were returned in the cartridge were also able to properly load and close. No functional issues were found with the returned clips. The broken clip was unable to be removed from the cartridge for further examination. Other remarks: the IFU for this product, l06112 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event. The reported complaint of "clip broke" was confirmed based upon the sample received. The customer returned a broken clip that was broken at the hinge. Upon functional inspection, all three of the clips that were not broken were able to properly load into the jaws of a lab inventory applier and close. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
During a procedure, the user confirmed through the moving image that the clip was damaged in the patient before ligation. A broken part of the clip may have dropped and still remains in the patient. It is not known exactly when the clip got damaged. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73l1500264 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a procedure, the user confirmed through the moving image that the clip was damaged in the patient before ligation. A broken part of the clip may have dropped and still remains in the patient. It is not known exactly when the clip got damaged. The patient's condition was reported as fine.